Manufacturer narrative:
Information was provided in the file that indicated the use of qualified associated products. An iol exchange for a difference equal to or greater than two diopters, indicates the event is most likely related to a calculation error. Based on the information provided, the event does not appear to be related to the product. The company lens (1.50cyl), 22.5 diopter (add power +2.2/+3.2) lens was replaced with a another company lens model, 24.5 diopter, (1.5 extended depth of focus) lens with a clinical reason for the explant of "poor vision/tolerance." The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that four months following an intraocular lens (iol) implant procedure, the iol was exchanged for another lens due to poor vision/tolerance. Additional information has been requested.